Manufacturer narrative:
The device referenced in this report was returned to siemens for evaluation. Engineering investigated the issue via tfs defect 572169. The returned catheter was inspected and tested and found to pass all safety and performance tests. The investigation results were saline contamination of the interconnect area. It is common for saline solution (from the pre-insertion test) to be present on the gloves of the catheter user. Sometimes, this conductive liquid can transfer to the interconnect area where the catheter and the swiftlink connect. A typical indication is an initialization error and failure of the catheter to function. If the catheter fails to initialize/image or if it is noticed that saline solution has gotten into the interconnect area simply disconnect the catheter from the swiftlink and wipe the interconnect area dry with a clean cloth. Reconnect and use as normal.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that at the beginning of a pulmonary vein isolation (pvi) for atrial fibrillation (afib) procedure, the catheter was inserted into the patient who was already under sedation. While the doctor was assessing the image prior to inserting the catheter into the patients' right ventricle, it was observed that there was no image being displayed by the catheter. The doctor removed the catheter and a different but similar catheter was reinserted into the patient to continue and complete the procedure. There was a delay of approximately 10-15 minutes to complete the procedure because the user had to reconnect the cables and prep the new catheter. There was no loss of data and there was no patient adverse event reported. No additional information was provided.